Manufacturer narrative:
(B)(4). Eval, results: (95% stenosis, moderate calcification). (Negative prep not performed prior to use). Eval summary: the device was returned to the mfg site for eval. The balloon had a radial tear in the mid section of the balloon and the distal balloon material was bunched. Review of the returned balloon appeared to show a slight longitudinal tear in the balloon in the distal section. This characteristic is most likely the beginning of the balloon burst, which was then followed by a radial tear. Additional info was received from the field which confirmed that the device had been inspected prior to use with no issues noted. It was confirmed that a negative prep had not been carried out on the device prior to use, as recommended in the sprinter legend rx instructions for use. It was confirmed that resistance was noted during delivery of the device to the target lesion. This suggests that the vessel morphology may have impacted on the deliverability of the device. It is likely that the balloon was damaged during advancement and/or placement at the target lesion and it is then possible that the damage balloon material ruptured during inflation.

Event description:
A 2.50mm diameter x 20mm length sprinter legend rx balloon dilatation catheter was inserted into a pt for treatment of a non-tortuous proximal rca lesion, which exhibited 95% stenosis and moderate calcification. This was the first device used to treat the proximal rca lesion. It was reported that as the physician was inflating the balloon at the lesion site, the balloon burst at 8 atm. It was reported that the sprinter legend rx balloon dilatation catheter was then removed from the pt and the procedure continued, using a new balloon. Pt's status post procedure was reported to be okay. No clinical sequelae were reported.